Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: evaluation revealed that keypad button were intermittently responding to button presses. The keypad was removed that contamination was found under the button contacts and the ok and down button contacts were inverted. Evaluation also revealed that the keypad was torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the buttons have not been responding and she has to press them multiple times to get them to work.